Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 15mm nc emerge® balloon catheter was advanced for post-dilatation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 3.00mm x 15mm nc emerge® balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was blood in the inflation lumen. Device analysis determined the condition of the returned device was consistent with the complaint incident. The proximal end of the balloon was torn. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There were numerous hypotube kinks. Inspection of the remainder of the device revealed no other damage or irregularities. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 15mm nc emerge® balloon catheter was advanced for post-dilatation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 3.00mm x 15mm nc emerge® balloon catheter. No patient complications nor injuries were reported.